Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic radical gastrectomy, the absorbable clip did not separate from the black magazine. The surgeon converted the procedure to an open laparotomy and there was an extended incision for more than one inch. Extended hospitalization was also expected.